Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - leak, could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because the lid lot number was unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module infusion set has a small hole and fluids were leaking from the site. The following information was provided by the initial reporter: tubing has a small hole and fluids were leaking from site. Hole located near top of part that is placed in infusion pump. Affect on patient: no harm, product event occur while in use with the patient.

Event description:
It was reported that the bd alaris pump module infusion set has a small hole and fluids were leaking from the site. The following information was provided by the initial reporter: tubing has a small hole and fluids were leaking from site. Hole located near top of part that is placed in infusion pump. Affect on patient: no harm, product event occur while in use with the patient.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown . Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.